Event description:
Procedure type: urological and gynecological. According to the reporter, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4): 9615742-2011-00112 (avaulta posterior), 9615742-2011-00111 (uretex). "Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,as per pfs, ¿bowel obstruction, dyspareunia, recurrent or chronic vaginal or bladder infections¿.erosion of the sling in an area of about 2 cm in depth, 3 cm wide on the anterior vaginal wall ¿ vaginal erosion of suburethral sling ¿ scheduled for removal of eroded portion of suburethral sling. Underwent removal of eroded portion of suburethral sling under general anesthesia. Yes, following the mesh revision surgery, she developed erosion of vaginal graft posterior vaginal wall, difficulty having bowel movement, rectal stricture, secondary to posterior vaginal wall graft and eroded vaginal graft, cicatrix right posterior vaginal wall during the interim period (B)(6) 2006-(B)(6) 2007 for which she had the following additional mesh revision surgeries:erosion of vaginal graft posterior vaginal wall ¿ underwent excision of eroded polypropylene mesh, posterior vaginal wall under general anesthesia. Rectal stricture, secondary to posterior vaginal wall graft ¿ underwent release of rectal stricture by rectovaginal graft under general anesthesia. Findings - the arms of the graft anchors were cut free of the body of the graft, and this released the rectal stricture adequately. Eroded vaginal graft, cicatrix right posterior vaginal wall ¿ underwent eroded vaginal graft posterior vaginal wall, excision right posterior vaginal wall cicatrix and graft anchor, perineal revision under general anesthesia.